Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The manufacturer representative restarted the system multiple times, let the system sit for a moment, then restarted the system and it functioned as expected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while in select patient, the manufacturer representative (mr) hit exit to pull the patient from dicom q/r and it immediately displayed no input detected. The system was rebooted with no resolution. The system was shut down, unplugged and that did not resolve the issue either. The mr reported that he no longer heard the fans spinning on the computer either. The mr reported that after restarting the system multiple times, he let the system sit for a moments and then restarted and the system came back up as expected. It was recommended that the cabling and connections be re-seated. There was no patient present when this issue was identified.